Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 10.6 cm abdominal aortic aneurysm. There was mild proximal neck calcification and moderate calcification in both iliac arteries. It was reported that the physician positioned the stent graft and deployed it but did not release the suprarenal stents. At this point the physician noticed that the stent graft was too high and they attempted to pull it down. The patient then lost blood pressure and it was determined that the aneurysm had ruptured. The patient was converted to open repair, but died on the table. The physician stated that the device did not cause the event; but that pulling the device down in a large aneurysm with a thin aortic neck did cause the event. They further noted that the cause was anatomy related and user error. No additional clinical sequelae were reported.